Manufacturer narrative:
Concomitant medical products: product ID: 9735737, serial/lot #: (B)(4). The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site loaded an exam for a cranial procedure and it stated the exam was not optimal. There was no patient involvement. At the time of the event, the case was continued as normal, despite the "not optimal" message on the screen. After the issue was reported the site was able to use the scan in a case. There was no delay or adverse outcome in the case.